Event description:
It was observed that during the device evaluation, the camera head exhibited disconnection in cable unit and misalignment of cover glass. There was no patient involvement.

Manufacturer narrative:
The device was returned to regional repair center for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the disconnection of the cable unit and the misalignment of the cover glass, both are due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
No additional information received from customer.